Event description:
It was reported that the pump history intermittently did not reflect accurate bolus data despite being in use. Reportedly, multiple bolus deliveries that were found in the pump logs were not delivered. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned